Event description:
It was reported that the patient passed out at work. The device rate was reprogrammed, and the sensed beats to collect was changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.